Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed the power extension cable was frayed, with exposed wires. As received, the unit could not safely be turned on due to the frayed power extension cable. The supplied power cord was connected to the rear of the unit directly and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The back of the unit emitted sparks when it powered on. The unit was replaced.